Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of the trochanteric fixation nail advanced (tfna) nail, lag screw and distal locking screw due to hip pain. During the removal procedure, all devices were successfully removed. It is unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) 10mm/130 deg ti cann tfna 170mm, sterile. This is report 1 of 3 for (B)(4).